Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link device disconnected from a syringe, leading to a leak. The reporter stated that when a 10ml syringe was connected the one-link device, the connection was cross threaded. The one-link device was connected to the patient's peripherally inserted central catheter (PICC) line. The nurse had drawn blood through the device and went to flush the line with saline when the flush fluid sprayed onto the sterile field. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.